Event description:
Patient's blood sugar control was doing well on current settings. Control inexplicably had worsened with no improvement upon charge of site, insulin, tubing, pattern of blood sugar control markedly worsened without known cause. Based on track history had pump replaced.